Event description:
On (B)(6) 2012, the hospital reported finding the syringe broken when the box was opened.

Manufacturer narrative:
Cadence acknowledges this report does not meet the thirty day reporting requirements. This was unintentional. This report is being filed after it was identified as on-compliant during an internal review of our complaint files.